Event description:
A surgeon reported a pt with an unexpected outcome following intraocular lens (iol) implant surgery. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. No root cause can be determined at this time. No lot/serial number or sample was returned by the customer. Additional info was requested on 09/12/2011 and 09/26/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).